Event description:
Event description boston scientific crm received information that this atrial lead displayed noisy signals and impedance measurements greater than 2000 ohms. Additionally, the right ventricular lead displayed increased threshold measurements. During a revision procedure, the ventricular lead was surgically abandoned, and the atrial lead was explanted and returned for analysis. Both leads were successfully replaced.